Event description:
It was reported that the patient experienced low flow alarms. Log files were submitted for review, and the event log file confirmed the reported low flow alarms on (B)(6) 2026. The flow was averaging mainly around the 2.2 to 2.5 lpm range. It was noted that the pulsatility index (pi) values were non-variable and averaging from 2.5 to 2.8. Technical services stated that this type of pattern had been associated with the potential for an obstruction in the ventricular assist device (vad) circuit. The vad coordinator reported that the low flow was related to the patient's physiological condition and was being addressed by the medical staff. It was then reported that the patient passed away on (B)(6) 2026. The outcome was not considered device or therapy related. The device parameters were within normal limits for the patient. An autopsy was not performed. The device was not explanted and would not be returned for evaluation. Additional log files were sent for review on 27jan2026. Again, intermittent low flow events were captured, and also on (B)(6) 2026 at 16:21:49 the driveline was disconnected. Technical services asked if the controller was exchanged at this time and the site responded that the patient passed. It was later confirmed the patient passed away on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline disconnected alarm were confirmed via the submitted log files. The system controller event log file captured a driveline disconnect alarm on (B)(6) 2026 at 16:21:49, stopping the pump. The driveline was never reconnected. No other notable events were captured. The controller appeared to function as intended for the duration of the log file. It was later reported that abbott technical services asked if the controller was exchanged at the time and the site responded that the patient passed away. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and patient handbook, rev. A is currently available. The abbott heartmate 3 lvas patient handbook, section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch, section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller, including driveline disconnect alarms. The patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power.". Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.